Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, while rotating the atrial lead helix, an audible noise was observed. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported event of an audible noise when rotating the atrial lead helix was not confirmed. The active fixation tool was not returned. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted.